Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 212 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 179 and 161 mg/dl . The test strip lot manufacturer's expiration date is 09/30/2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 212 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 179 and 161mg/dl. The test strip lot manufacturer's expiration date is 09/30/2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).